Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2024. During the procedure it was observed that the both the right atrial and right ventricular lead lengths were short. When the leads were connected to the new generator, the silicone insulation from both leads began to detach. The decision was made to cap and replace the leads. The patient was stable.